Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was pacing at a high rate of 100 bpm. The rate response was adjusted to be less aggressive on the implantable pulse generator (ipg) device. The patient was pacing at the lower rate again once the device was programmed to dual chamber fixed rate (ddd). The device remains in use. It was also reported that the right ventricular (rv) lead had a polarity switch to unipolar due to low r-wave measurement. The lead remains in use. No patient complications have been reported as a result of this event.